Manufacturer narrative:
The device was replaced to address the issue. The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that the reported event was due to a faulty/defective battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty battery. There was no patient harm or serious injury reported as a result of this incident.